Event description:
The manufacturer received information the patient's mother alleging a ventilator inoperative condition had occurred on the trilogy evo device. The family stated, "that ventilation had been maintained using the ambu bag while they had been waiting for the rep's arrival, but the spo2 had temporarily dropped to the 70's". The family stated, "the spo2 had not returned to normal completely and a visiting nurse was at their home. They mentioned that they may visit the prefectural hospital depending on the patient's condition." The representative visited the family to apologize for the device failure and to check the patient's condition. The family stated, "that the patient settled down shortly after the visiting nurse arrived." The patient's spo2 seems to have returned to normal levels (96-97%). Medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information the patient's mother alleging a ventilator inoperative condition had occurred on the trilogy evo device. The family stated, "that ventilation had been maintained using the ambu bag while they had been waiting for the rep's arrival, but the spo2 had temporarily dropped to the 70's". The family stated, "the spo2 had not returned to normal completely and a visiting nurse was at their home. They mentioned that they may visit the prefectural hospital depending on the patient's condition." The representative visited the family to apologize for the device failure and to check the patient's condition. The family stated, "that the patient settled down shortly after the visiting nurse arrived." The patient's spo2 seems to have returned to normal levels (96-97%). Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician observed error code machine flow drift high in the device¿s event log. The manufacturer's service technician replaced the device's flow sensor to address the issue. Additional findings not related to the malfunction/issue the silver sticker around the power button had peeled off and there was blockage of the inline proximal filter observed by the manufacturer's service technician. The manufacturer's service technician replaced the inline proximal filter and vanity cover assembly to address these issues.